Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. This is the fourth device that a ventilator inoperative has occurred with the patient. The power cords has been changed and the unit is plugged into its own outlet. The settings are avaps auto, vt 900, I time auto, ps min5, ps max10, epap min2, epap max 8, max pressure 26 rise 5, avaps 3. The unit has been unplugged longer than 6 minutes. The patient was not using a humidifier and has a bacteria filter and circuit. The patient uses the device at night. There was no update given when the device went into an inoperative state. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.